Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc impactor: ref. 01.26.10.0062/lot 1311454 (B)(4). No anomalies found. Versafit cup cc trio cup micron 50: ref: 01.26.45.0050/lot. 144687 (B)(4). No anomalies found. First case involving the lots of the instrument and of the implant. From the returned devices, it was noticed that the tread of the instrument is not damaged while it was the one of the implant. This is likely due to the fact that the impactor was not correctly aligned with the implant, causing their mutual locking. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.